Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a charcot reconstruction surgery. Allegedly, during the final seating of the bolt in the 4th metatarsal, the driver tip broke off in the head of the screw. The tip was retrieved and a backup driver was used to complete the case. No patient complications were reported.